Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
A pediatrician reported a low birth weight neonatal patient was admitted due to respiratory distress and risk of hypoglycemia. A blood gas analysis result was 27 mg/dl while the blood glucose meter provided a reading of 43 mg/dl at the same time. At 7 hours of life the patient again presented with hypoglycemia and the capillary gas analysis result was 30 mg/dl with a blood glucose meter result of 43 mg/dl at the same time. Clinical decisions were taken based on results of the blood glucose meter due to slow lab response with blood gas analyzer results.